Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call needle was hard to removed. Customer¿s blood glucose was unknown at the time of incident. Customer was reporting that the introducer needle fractured while in the body. Advised to return the sensor. Advised to return introducer needle. Sensor will not be returned for analysis.